Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The device is expected, but has not been returned. Therefore, a product analysis has not been performed.

Event description:
It was reported that the incrementing probe was not working. Requests for additional information have been made. However, the information provided has been limited. There was no injury reported as a result of this event.